Event description:
Additional information was received for this case. Patient and device information was received regarding the index procedure; in addition, patient received an intervention where another manufacturer's device with staples was used and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; implanting low within an angulated proximal neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported; however, the neck angulation was reported as 60 degree angle. It was reported that the patient presented with a type I endoleak. During the initial index procedure the stent graft was placed low from the renal arteries due to the angulated neck; however, there were no signs of endoleak at the end of the procedure. Currently there are no signs of migration. The physician stated that an intervention might be required where an additional cuff will be added due to the type I endoleak. The patient is stable and under observation. No additional clinical sequelae were reported.